Event description:
It was reported that the cartridge was leaking from the septum. Reportedly, the customer was overfilling the cartridge. Customer¿s blood glucose was over 500 mg/dl with trace ketones. A manual insulin injection was administered to address bg level. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. System check with tandem technical support and confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to obtain release date; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.